Manufacturer narrative:
Additional information: device evaluated by MFR - device evaluation: the lens was returned dry in a mico centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to lens and residue on lens. Claim #(B)(4).

Manufacturer narrative:
This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -8.50, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. Repositioning and problem not resolved was reported, the reporter stated " tried to reposition lens, rotation was very difficult because of shallow ac". On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault and signigicant reduction of irido-corneal angles. It was reported that this exchange resolved the problem. Angles open was reported as a pre-existing condition.